Manufacturer narrative:
Exact date unknown, event occurred a year ago from the aware date. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 15263516.

Event description:
It was reported that patient was getting an undesired stimulation on the legs and inadequate stimulation on the lower back. X-ray was taken and the result showed that the leads had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were not returned.